Event description:
Reportedly, this pacemaker was placed a first time and was ok. But the physician removed it (pocket still opened) to replace the leads (non-microport lead). He unscrewed it, replaced the leads. When he tried to screw it again, he couldn't screw the ventricular one. The screwdriver was ineffective. No issue with the atrial lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Device was not yet received for investigation and the device location is unknown. Therefore, this case has been closed and will be re-opened in case of new information.

Event description:
This pacemaker was placed a first time and was ok. But the physician removed it to replace the leads. He unscrewed it, replaced the leads. When he tried to screw it again, he couldn't screw the ventricular one. The screwdriver was ineffective. No issue with the atrial lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
This pacemaker was placed a first time and was ok. But the physician removed it to replace the leads. He unscrewed it, replaced the leads. When he tried to screw it again, he couldn't screw the ventricular one. The screwdriver was ineffective. No issue with the atrial lead.